Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte ag bc global has a hole in the hub. The following information was provided by the initial reporter, translated from japanese to english: it was reported that there was a hole in the hub part after the puncture, so blood leaked out.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two unsealed 24ga x 0.75in. Insyte autoguard bc units from lot number 4010706. Additionally, 5 photos were provided. Only the catheters were provided. A functional test revealed a leak from each yellow catheter adapter. A breach was identified in each adapter. Your report of a hole in the hub was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the molding process. A device history record review showed no non-conformances associated with this issue during the production of this batch.